Event description:
The patient reportedly got a cold which developed into an infection. The patient was treated with intravenous antibiotics for two weeks (type unknown). The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant. The patient is reportedly doing well. The patient continues to be monitored by the clinic.